Manufacturer narrative:
A ge svc rep performed an on site investigation. The ccd camera assembly was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 8800 sys will not boot up. No pt injury was reported.